Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on site. The internal leakage test, pressure transducer test, safety valve test and patient circuit test failed the pre-use check. Further investigation revealed that both the expiratory and the inspiratory pressure transducers printed circuit boards (pcb:s) were defective. Both pressure transducers pcb:s were replaced. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced expiratory and inspiratory pressure transducers pcb:s were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).